Event description:
It is reported by the surgeon that the external bearing of the screw broke off whilst using the persuader. A replacement was available.

Manufacturer narrative:
Method: visual inspection. Results: the device was confirmed visually to have the side tabs fractured from the tulip. Conclusion: the likely root cause is therefore deviation from the recommended instructions outlined in the surgical technique.

Event description:
It is reported by the surgeon that the external bearing of the screw broke off whilst using the persuader. A replacement was available.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the reported mantis cannulated polyaxial screw was confirmed visually to have the side tabs fractured from the tulip. Manufacturing records were reviewed and no incidents were found. Conclusion: it was not known if the blades were fully inserted into the tulip or if there was a cantilever force applied to the tulip, so the cause is not determined and multifactorial.